Event description:
As reported to coloplast though not verified, pt was implanted with restorelle mesh. Later the pt experienced scratching with intercourse and mesh exposure. An excision of the exposed mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.